Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that after surgery, patient began to suffer from constant severe excruciating pain and discomfort in his hips and legs which has increased over time. It is difficult for the patient to walk, move his legs, ambulate, and engage in most activities of daily living. Patient's hip has locked up, exhibited popping noises, and feels misaligned. Patient has been limited to staying in his home for fear of the hip failing. Patient is unable to sleep through the night, and is limited in what types of chairs he may sit in, due to the pain he experiences. Patient is confined to sit in one chair at his home in which he can tolerate the pain to sit down. Patient has experienced rashes and red bumps on his body, upon information and belief, due to the cobalt and chromium metals ions in his bloodstream. Patient has also suffered a heart attack, upon information and belief due to the asr hip. It is also alleged that patient is having complications with his asr hip, but is not scheduled for revision surgery at the time due to his age and further medical complications.

Manufacturer narrative:
Depuy still considers this investigation closed.